Event description:
It was reported that after undergoing a da vinci si cholecystectomy procedure on (B)(6) 2012, the patient later expired on (B)(6) 2012. During the surgical procedure, the surgeon decided to remove the patient's gall bladder using traditional laparoscopic techniques and without using a bag. An isi representative in attendance during the surgical procedure indicated that no system malfunctions occurred during the case and the planned procedure was completed without any issues.

Manufacturer narrative:
Despite multiple requests, the surgeon who performed the patient's da vinci surgical procedure has not provided intuitive surgical with any additional information regarding this event. As stated, an isi representative in attendance during the surgical procedure indicated that no system malfunctions occurred during the case and the planned procedure was completed without any issues. A follow-up medwatch report will be submitted if additional information is received.